Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (contamination of the charged coupled device lens) was not established. The most probable cause of the complaint (image loss) was traced to contamination of the charged coupled device lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had image loss due to contamination of the charged coupled device lens. There was no patient involvement.